Event description:
It was reported that the right ventricular (rv) lead exhibited high superior vena cava (svc) coil impedances. The rv lead will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 5076 implantable pacing lead - (B)(6) 2010, 4194 implantable pacing lead - (B)(6) 2010. (B)(4).

Manufacturer narrative:
This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was further reported that the rv lead also exhibited high pace/sense impedances and an apparent fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.